Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) was generated due to a pacing impedance measurement greater than 2000 ohms with this atrial lead. The caller inquired if the patient could undergo a medical resonance imaging (MRI). A boston scientific technical services consultant stated the out-of-range impedance may be a sign of an issue, which would not meet the conditions for the MRI. No adverse patient effects were reported.